Event description:
It was reported by the hcp that a pt with a baclofen pump was taking oral baclofen and experienced an overdose. The hcp was on the way to the hospital and requested emergency procedures. No further pt symptoms were known at the time of this report. Additional info was requested from the health care provider (hcp), but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)